Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2012; dtba1d4, ICD, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes were being terminated due to undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.